Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On unreported dates, the patient experienced diarrhea and abdominal pain. Later, the patient had no stool for three days. On (B)(6) 2018, the patient was hospitalized due to an intestinal obstruction. On (B)(6) 2018, the patient had a piece of the colon removed and another operation was planned. Following a colonoscopy, a piece of tube was found in the colon or the intestine. It was unknown if the device caused the intestinal obstruction.